Event description:
It was reported that during a device change out procedure, the right ventricular lead exhibited high impedance. The lead was capped and replaced. The patient would be monitored, as normal. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.